Event description:
A medtronic representative reported unresponsive software while in a synergy spine surgery. Approximately two hours into the procedure, the surgeon had placed 4 out of 6 screws using navigation. The surgeon decided to place the remainder of the screws using only the c-arm. It was at this point the surgeon declined to continue trouble-shooting with the medtronic representative to re-start the system and acquire new fluoro shots to navigate. The surgery was completed. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. A replacement computer has been sent to the site. No files or parts have been returned for evaluation as of the date of this report.